Event description:
It was reported the patient had been receiving ineffective stimulation due to lead migration. As a result, the patient's lead was explanted and replaced. During the procedure, two additional leads were implanted for better coverage. Surgical intervention resolved the patient's issue.